Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection dried blood was present around the helix. Detailed analysis confirmed a fracture of inner coil near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it was dislodged and exhibited loss of capture. The device was returned and product analysis confirmed a lead fracture. No adverse patient effects were reported.